Manufacturer narrative:
An event of the device embolized into the posterior wall of the left atrium was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.h6: device code 4648 removed.

Event description:
Subsequent to the previously filed report, additional information was received: a 14f amplatzer torqvue 45x45 delivery sheath was used to implant the 31mm amplatzer amulet left atrial appendage occluder. The landing zone of the left atrial appendage was 20mm by 28mm. The size was assessed using transesophageal echocardiogram (tee) imaging and angiography measurements. On (B)(6) 2023, it was noted that the occluder embolized into the posterior wall of the left atrium. The cause of the embolization was believed to be due to the device not being completely oriented with the neck of the laa. The patient did not have any clinical signs or symptoms during this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant. During the procedure, it was noted that the transesophageal echocardiogram (tee) imaging was very poor, so fluoroscopy was utilized to assess the close signs to deem that the device was ready to be released. It was noted post-implant that the occluder embolized into the patient's left atrium. The device was stable in the patient's left atrium. The patient was offered cardiac surgery to remove the device or to have the occluder removed percutaneously, but the patient declined both procedures against medical advice. No additional information was provided.